Manufacturer narrative:
(B)(4) needle detachment. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue and was too small to remove. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual and functional analysis of the returned uphold vaginal support system device could not confirm whether the needle detached from the lead suture. Visual examination revealed that the suture on the blue dilator was broken and frayed indicating that the lead suture broke. The dart was missing and was not returned. Visual and functional examination of the capio suture capturing device revealed no damage. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that six similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while pulling the suture through the tissue and was too small to remove. The procedure was completed with another uphold vaginal support system. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.